Event description:
It was reported that the pump exhibited error code 1870. Per reporter the pump continued to alarm and displayed "programming incomplete" after the batteries were removed and the pump was restarted. No adverse patient effects were reported. Per reporter no additional information was available.

Manufacturer narrative:
Other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other text: h6. Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the error code is the photo switch or motor connection. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.